Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The ps1 power supply was re-seated and the connection was repaired during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system locked up and continued to indicate x-ray after the button was released during a case. The procedure was completed. No pt injury was reported.